Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap autosv. The device was returned to a third party service center. During visual inspection of the device, it was determined the device was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
A dreamstation bipap autosv ventilator was returned to a third-party service center for evaluation. During the evaluation of the device at third-party service center, corrosion was found within the device. No other problem was identifiied. There was no harm or injury reported. Device was scrapped followed by the evaluation.